Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air was visualized. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. During device aspiration, air was continually sucked into the syringe. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The faradrive sheath is expected to return for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed that no outer abnormalities were noted. Laboratory analysis of the returned faradrive steerable sheath identified a leak from the handle cap. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve and flush lumen. Microscopic inspection revealed a tear in the flush lumen close valve underneath the handle cap, creating a leak path. Microscopic inspection also revealed a tear in the outer valve, creating an additional leak path.

Event description:
It was reported that air was visualized. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. During device aspiration, air was continually sucked into the syringe. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The faradrive sheath was returned for laboratory analysis.